Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, g4, h1, h2, h3, h6, h10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the patient's implantable cardioverter defibrillator was explanted on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained rv oversensing episodes due to myopotential oversensing were observed. Programming changes were suggested.